Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Customer reported problem: it was reported that the pump was not infusing the proper amount. Visual and functional testing was performed. Found worn out one valve in expulsor assembly. The most likely cause of the report error is worn out valve. Replaced expulsor assembly with expulsor, two valves, and one foam to resolve the report error. Review of event log found no relevant information. Review of service history found no service within the last 12 months. The probable cause of the reported problem sand out expulsor probable over sand expulsor. All functional test of the device passed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was not infusing the proper amount while in use with patient. There was no patient involvement.